Event description:
It was reported that the right ventricular (rv) lead malfunctioned. The lead was capped and a new rv lead was implanted. No additional details were provided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 5076-52 lead, implanted 2012-(B)(6). (B)(4).